Event description:
The patient reported that the up arrow and down arrow keypad buttons required multiple button presses in order to elicit a response. He stated that this issue has been occurring for a month. The patient reportedly wore the pump in a cell phone case around his neck and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.